Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's parent reported that their 13-year-old female child patient experienced high blood glucose level due to a kinked infusion site which they tried to treat with a bolus via pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level, after spending 3 hours in the emergency room. Her highest blood glucose level was over 500 mg/dl and had high ketone level. Moreover, the infusion set had been used for 12 hours. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.